Event description:
Additional information was received that the root cause was not determined as no x-ray or fluoroscopy was taken. The patient is scheduled to follow up with their cardiologist on an unknown date in the future.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and low out of range pacing impedance measurements less than 200 ohms. The patient was noted to be very active. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an invasive procedure was performed. The lead was explanted and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.